Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: no ac power, no charging, loss of external power alarm. Checked 24vdc power supply output- no 24vdc output. (Dead power supply) machine is functioning using battery only. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was not updated with full UDI information as requested since the device was manufactured before 2015.

Event description:
The following was reported to hamilton medical ag: no ac power, no charging, loss of external power alarm. Checked 24vdc power supply output- no 24vdc output. (Dead power supply) machine is functioning using battery only. No patient harm or consequences.